Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the guide wire broke inside the patient at the level of the "bell" (bend). The tip fragment was successfully removed. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation/evaluation a review of complaint history, manufacturing instructions, quality control and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The wire guide was returned in a used and damaged condition. A portion of the distal tip of the wire that separated from the main shaft of the wire guide, measured approximately 2.1 cm in length. Additionally, the safety wire was within the 2.1 cm length segment. It was attached to the distal weld connection. The noted damaged resulted in coil elongation with the safety and mandril wire protrusion. The distal weld connection was intact. There is no evidence to suggest the product was not made to specifications. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. It is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. Possible inadvertent contact with the bevel of the needle during insertion and/or manipulation of the wire through the needle may have been due to patient anatomy. A definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
It was reported the guide wire broke inside the patient at the level of the "bell" (bend). The tip fragment was successfully removed.